Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the left and right atrial discs of the device deployed in a sombrero formation. The device was recaptured and exchanged for a smaller size device. A 25mm amplatzer pfo occluder was implanted without difficulty and there was no deformation. The patient sustained no adverse outcomes or consequences per reported.

Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the left and right atrial discs of the device deployed in a sombrero formation. The device was recaptured and exchanged for a smaller size device. A 25mm amplatzer pfo occluder (lot number: 6803298 ) was implanted without difficulty and there was no deformation. The patient sustained no adverse outcomes or consequences per reported.